Event description:
At the end of a right and left sympathectomy, when the surgeon was making the final sweep of the surgical incisions, a small piece of the mini - step trocar was found on the lung. No pt harm.